Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: product ID: d-evolutfx-2329; serial/lot: unknown; UDI: unknown; manufactured date: unknown; use by date: unknown; implant date: n/a; FDA site ID: p1041. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the successful implant of a transcatheter aortic valve at 1 millimeter (mm) on the non-coronary cusp (ncc) and 1.5 mm on the left coronary cusp (lcc), the valve dislodged to -4 mm on the ncc and -5 mm on the lcc. It was then discovered that the patient had a new dissection in the sinus. Subsequently, the patient was taken to surgery. The dissection was repaired, and a surgical aortic valve was implanted successfully.